Event description:
Additional information received from the customer that the event occurred during a therapeutic procedure. Although pre-use inspections were performed before the occurrence, inspections were not performed after connecting to the processor and the issue occurred at the initial stage of connecting the endoscope and the system. The procedure was completed using similar device (ltf-190-10-3d) with no delay. No additional anesthesia was required for the patient.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5 olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, bending angle insufficient due to elongation of the angle wire, watertightness not maintained due to holes in the universal cord, video cable (slave side) damaged, video connector cracked, video connector case cracked, and video connector case cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex 3d deflectable videoscope, exhibiting abnormal color tone (only magenta, green only image). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the image sensor unit is damaged (disconnection, etc.) Or the mounted parts (ic chip, capacitor, etc.) On the electric board are malfunctioning. Olympus will continue to monitor field performance for this device.